Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon burst. A 3.00 x 15mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the balloon burst. Procedure was completed using alternate device and there were no patient complications.